Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for extraction of an implantable cardioverter defibrillator, a right ventricular lead, and a left ventricular lead due to infection. The system was extracted successfully. The patient was in stable condition before and after the procedure.